Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for two patient samples using the cobas® sars-cov-2 & influenza a&b assay for use on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2 when tested on the cobas® liat® system. The same samples were retested on a different cobas® liat® system and on a different platform (genexpert) and both times the samples yielded negative results. All results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Although a root cause cannot be identified, the data showed true amplification. No systemic product problem with the reagent or hardware was identified.